Manufacturer narrative:
Device photo evaluation visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Seroma-late: unable to observe as it is a medical event that is not related to the device. Wrinkling: no observed. Additional observation: red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture and concern for textured implant device. The device has been explanted. Patient reported fluid accumulation and lobulated contours diagnosed by imaging exams.

Event description:
Patient reported right side rupture and concern for textured implant device. The device remains implanted. Patient reported fluid accumulation and lobulated contours diagnosed by imaging exams.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and "fluid accumulation".